Event description:
It was reported that a continu-flo solution set had a broken luer tip that broke off inside of a non-baxter valve. This occurred in the intensive care unit while a nurse was attempting to disconnect the line from the patient after infusion. There was no patient injury or adverse event associated with this report. No additional information at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. The visual inspection and photographic inspection identified that the male luer had broken off inside of the non-baxter valve. However, the cause of the reported condition could not be determined.

Manufacturer narrative:
(B)(4). The actual date of the event is unknown. A batch review was performed for the potential associated lot numbers r13b26014, r13b18052, r12d11047, r12l10027, and r13d01088, and no deviations were found. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.